Event description:
A customer reported that their pump declared a cartridge change error, which occurred approximately within the week of (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. The customer was able to load a new cartridge and resume insulin delivery. Technical support investigated and found that the customer was not reusing cartridges improperly, but sometimes not removing air correctly. They provided guidance on proper technique and walked the customer through filling a new cartridge. Despite these efforts, the issue reoccurred, and technical support decided to replace the pump and send replacement cartridges. The customer received instructions on using a backup insulin delivery method and handling the return and setup of the new pump. A replacement pump was sent to the customer.